Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the pulse generator, the device was found in backup vvi mode. The device was not used and a replacement device was successfully implanted.